Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable connections were evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a damaged connector. Additional information was received from the field service engineer confirming that the system failed to boot. No patient serious injury or death was reported related to this event.